Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of 4 or 5 unspecified 7 inch extension sets became recessed after flushing the line. This occurred after being connected to a patient for a long period of time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.